Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The customer used a correctly configured micro cup for the initial sample due to low sample volume. Calibration and qc were acceptable. The reaction monitor for the initial sample did not show an absorbance increase suggesting the reaction solution did not contain any sample material. The reaction monitor for the 2nd sample showed a normal reaction. The field application specialist (fas) performed precision testing. The results suggest a possible issue with sample pipetting precision. The field service engineer (fse) decontaminated the sample probe and made adjustments. The hydraulic connections were re-tightened and pipetting adjustments were made to the reagent probes. Precision testing was performed, qc was run and the system was approved for routine use. A general reagent issue has been excluded as calibration and qc were acceptable. The specific cause of the event could not be determined, however, the service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 neonate patient sample tested for bilirubin total gen.3 (bilt3) on a cobas 6000 c (501) module. The initial bilt3 result was 0.19 mg/dl. The initial bild2 result was 0.422 mg/dl. The repeat bilt3 result was 0.20 mg/dl. The repeat bild2 result was 0.441 mg/dl. The results were reported outside of the laboratory. The physician questioned the bilt3 result as it was lower than expected. The sample was repeated with dilution: bilt3 with a calculated result of 11.12 mg/dl bild2 with a calculated result of 0.888 mg/dl these results were believed to be correct. A new sample was obtained to confirm these results: bilt3 result of 10.42 mg/dl. Bild2 result of 0.684 mg/dl. The bilt3 reagent lot number was 49202901 with an expiration date of 31-jan-2022.